Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; during evaluation, an error e101 appeared and the spare lamp came on. The cause of the malfunction was isolated to a main board failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that multiple error codes were generated, the main lamp stopped working and the spare lamp came on. The problem, as reported to olympus, was identified during a procedure. The intended procedure was a colonoscopy. A delay occurred and the patient was under general anesthesia. The procedure was not completed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the error messages and the main lamp to stop working was due to a failure of the main board. The cause of the main board failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide a correction to the manufacturing date and additional information based on the legal manufacturer's final investigation. H4 - corrected device manufacturer date to june 16, 2014. Based on the additional information, it was confirmed the customer was using a non-olympus lamp which may have contributed to the event and main board failure. The specific root cause could not be determined at this time.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; during evaluation, an error e101 appeared and the spare lamp came on. The cause of the malfunction was isolated to a main board failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that multiple error codes were generated, the main lamp stopped working and the spare lamp came on. The problem, as reported to olympus, was identified during a procedure. The intended procedure was a colonoscopy. A delay occurred and the patient was under general anesthesia. The procedure was not completed. There was no patient injury, associated with the problem, reported to olympus.